Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that a patient experienced a thermal burn during cataract surgery. The affected area was sutured. It was reported that the phaco handpiece became clogged and weak aspiration occurred during irrigation and aspiration. The cassette and sleeve were noted to be reused. The case was completed without further incident.

Manufacturer narrative:
A company clinical analyst (ca) has reviewed this file and stated the following: ¿a customer reported that thermal burn occurred. This was the 2nd of 3 cases. The information obtained in the file suggested that the phaco handpiece, mini-tip 30 °, cassette, and sleeve were reused. The surgeon indicated that the parameters were no different than any others that day. However, the ¿viscoelastic material clogged and weak aspiration occurred during irrigation/aspiration (I/a).¿ there is no service record available for review. The surgeon has provided two videos of the single case for the ca to review. The details are as follows: disc1 - ¿the speculum was already in place when the video begins. Additionally to note; there is no sound available and thus the occlusion bells or any other sound related to this case cannot be conclusively identified. The first of two paracentesis incisions (pcis) are made a 4 o¿clock, then a second at 7 o¿clock. Balance salt solution (bss) is introduced onto the cornea. Ophthalmic viscoelastic device (ovd) is use through each of the pci and working space is created. The capsular rhexis is then performed and completed. A third main corneal incision is made in the 6 o¿clock position and more ovd is used in the anterior chamber (ac). The surgeon introduces the phaco tip into the eye. Right away, the wound appears small and the surgeon has difficulty entering the eye through this wound. The tip is positioned to the left and the irrigation port can be seen under the tight corneal incision. Sculpting begins with the phaco and lens milking can be seen simultaneously with a significant corneal burn. The irrigation does not appear to be exiting the eye. The phaco tip is removed from the eye and a wound is examined by the surgeon. There is a significant amount of wrinkling or corneal puckering is noticed. Visibility into the anterior chamber is limited as a result. The phaco tip re-enters the eye, this time with the phaco tip face down and the irrigation port facing upward. The lens is seen trampolining. Sculpt is then performed and completed. Phaco begins, and the visibility is still not clear into the ac. The surgeon appears to have some difficulty breaking the lens into smaller pieces. Portions of the remaining cortex get stuck in the tip and the surgeon tries to free the fragments from the tip with a spatula. As irrigation continues from the phaco tip the spatula is removed from pci #2 and bss is seen shooting out. The surgeon notices the leakage and tried to block the bss with the spatula. The phaco tip and spatula are both removed from the eye. The cornea still appears puckered and visibility into the eye is low. More ovd is used through main incision. Irrigation/aspiration (I/a) is introduced into the eye via pci #1, a spatula enters in pci #2. I/a is performed and is completed. More ovd is introduced. The surgeon prepares a close up examination of the corneal wound and prods the wound with the bss needle. The intraocular lens implant (iol) is loaded into the cartridge (under the microscope), over the surgical eye. The iol is then inserted into the eye and the wound leakage incisions are inspected once more. Ovd is place into the ac again, and the pci¿s are enlarged on either side. A gonioscopy lens is then place onto the cornea for better ac visibility. An unidentified hook is introduced into the eye via pci#1, and the I/a tip is introduced into pci #2. Bubbles are seen in the ac, visibility remains low. The hook appears to be manipulating the iol into place. More bss is introduced into the ac. The I/a is inserted again for lens polishing. More ovd is placed over all three incisions and cornea. The corneal burn is inspected again with the hook and more bss is added to the wound. Wrinkling of the whole cornea is still noted at this time. The surgeon begins to place the sutures. Suture #1 is placed successfully, however; it is noticed that the wound still gapes with this suture. Suture #2 is attempted when the suture rips through the epithelium. The surgeon abandons the suture #2 and attempts at suture #3. This again fails and the epithelium rips open more and the suture is also abandoned. The surgeon attempts to return to suture #2 and used a weck-cell to remove remaining epithelium. The surgeon successfully secures the suture #2 and #3 consecutively. Disc 2- after the sutures are placed, the surgeon begins to seal the pci¿s with bss. This is attempted 3 more times without success. The surgeon removes suture #2. More bss is introduced to the pci¿s. Suture #2 is placed back into the corneal burn area in its original position. All wounds are check with a weck-cell to determine wound leakage. The two running sutures are placed. Suture #4 is place between suture#2 and #3. Suture #5 is place in front of suture #2. Both suture #4 and #5 are tied up together. Bi-manual I/a is attempted again. Corneal edema can be seen where pci¿s exist at the 4 and 7 o¿clock positions. A weck-cell is used to examine the corneal wound again. A sixth suture is then placed between suture#1 and suture #3. All wounds are re-examined for leaking with a weck-cell. Wound seals are attempted in both pci¿s with bss again. A bubble is introduced into the ac. The remaining strings from the sutures are cut and removed from all 6 sutures. Ovd is placed over the whole eye. The eye is then rinsed with iodine. The speculum is then removed from the eye and the case is completed. Corneal thermal injuries are typically related to excessive heat generated by the phaco tip due to insufficient aspiration flow, extended energy application, or combination of both. The system is designed to cool the phaco tip during use as aspirated fluid flows through the tip lumen. Overheating of the phaco tip, however, may occur due to extended application of ultrasonic energy or compromised aspiration flow through the phaco tip. Reduced fluid flow through the phaco tip may be caused by phaco tip re-use, tip clogging by nuclear material, kinked tubing, inadequate flow and vacuum settings, or obstruction by ophthalmic viscoelastic device (ovd). When the phaco tip is occluded, infusion will cease, reducing the cooling effect of the tip. Occlusion tones (intermittent beeping tones during occlusion) alert the user, indicating that the vacuum is near or at its preset limit, and aspiration flow is reduced or stopped. The surgeon must recognize the occlusion tones and manually stop the ultrasound mode in order to prevent a rapid temperature increase. There was no I/a handpiece (unspecified product) which was returned for evaluation. Therefore, the condition of the product could not be verified. Additionally, there was no lot number was identified with this complaint. Therefore, a lot history review could not be conducted. All reusable handpieces are 100% visually inspected and functionally tested during the manufacturing process. No further information was able to be obtained from this customer. With no additional, related information provided, the customers reported event was not able to be confirmed. The system was manufactured on april 13, 2016. A review of the manufacturing records did not reveal any related non-conformity during manufacturing for this system. Based on qa assessment, the system met specifications at the time of release. Corneal burn is an issue that is occasionally reported with cataract surgery. According to the pennsylvania patient safety advisory abstract: preventing corneal burns during phacoemulsification, march 2010, vol. 7, no. 1: 23-25, most corneal burns can be traced to issues related to surgical technique and not to malfunctioning equipment. A root cause cannot be determined. (B)(4).